Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. Date of event is an approximation. On the same day, it was reported that the patient experienced inaccurate cgm value. The patient started a new dexcom sensor 4 hours before the event happened, and initially the cgm reading was showing around 5.0 mmol/l. The patient experienced feeling strange and lost consciousness after. An ambulance was called by the patient´s wife, and when a fingerstick was taken the cgm was reading 5.0 mmol/l and the blood glucose reading was 1.3 mmol/l. No specific treatment was reported but it was stated that the paramedics stayed with the patient until she stabilized. The patient was not brought to the hospital. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.